Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An intuition guide wire was used during a procedure. It was reported that the wire uncoiled during the procedure. There is no patient injury reported.

Manufacturer narrative:
The physician was attempting to double wire the circumflex and om using the intuition device and a non-medtronic guide wire. There was no damage noted to the device packaging. There were no issues noted when removing the device from the packaging. The device was inspected prior to use. The device was prepped per IFU. The wire tip was formed by the physician. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that the intuition wire uncoiled during the procedure, while trying to remove the wire. It was stated that the two wires became entangled. It was stated that the coils were stretched only, no portion of the wire detached. No intervention required to remove the device from the patient. Both wires were removed from the patient and the procedure completed with new wires. If information is provided in the future, a supplemental report will be issued.